Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure, the left ventricular lead became dislodged. The lead was explanted and replaced successfully. The patient's condition was stable.

Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 86.2 cm long. The damages found were consistent with procedural damage. The lead was otherwise normal. No anomalies were found.

Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.